Manufacturer narrative:
The reason for this revision surgery was to address a scar tissue issue in the patient's joint after 7 months of use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 2 prior complaints against this part number; one with the same failure mode of stability, poor joint. This is the second complaint from this lot. The root cause for this complaint was not reported. This complaint was not associated with any product issues and is deemed as non-product related. This product investigation is limited in scope since the product from the revision surgery was not made available to djo surgical for examination. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had scar tissue; the surgeon debrided the area and swapped out the poly.